Event description:
A consumer's daughter reported that her mother is seeing "broad strips of bright light" following intraocular lens (iol) implant surgery. At the reporter's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. At the reporter's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).